Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 1629 malfunction events. 616 events were due to loss of osseointegration. 87 events involved fracture of the device or a component. Furthermore, in 1 event a mount component was fractured and in 1 event a screw component was fractured. 23 events involved a crack of the device. 914 events were due to the device failing to osseointegrate. 1 event was due to malposition of the device. 1 event was due to difficulties inserting the device. 1 event was due to difficult or delayed positioning. In 2 events, there was no identified device or use problem. In 1 event there was insufficient information available. In 1017 events, there was no device problem found during evaluation. In 89 events, a fracture of a device or device component was found during evaluation. In 98 events, a stress problem was identified during evaluation. In 520 events, no result was available because no evaluation could be performed. In 1 event, a friction problem was identified during evaluation. In 4 events, an operational problem was identified during evaluation. In 1628 events, these are known inherent risks of the procedure. In 324 events, the device failure was found to be related to the patient's condition. In 2 events, a user error caused or contributed to the event. In 1 event, no device problem was found.

Event description:
This report summarizes <noe> 1629 </noe> malfunction events. This report summarizes 1629 malfunction events in 2q 2020 where patients' experienced endosseous dental implant failure. Of these events there were: 315 events where infection occurred. 132 events where patients' experienced osteolysis. 382 events where inflammation occurred. 198 events where erosion occurred. 16 events where patient's experienced pain. 2 events where abscess occurred. 1 event where a patient experienced wound dehiscence. 1 event where a patient experienced a fistula.